Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The valve actuation test, voltage check, system air leak test and the mushroom head check passed. The load cell verification was within tolerance. An interior inspection showed signs of dried fluid within the cassette compartment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom heads and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1 and hp3. The hp1 and hp3 filter were detached from the cycler and was replaced in production. The cause of the observed dried fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called regarding filling slowly during fill 1 of 4. There were no alarms reported. The treatment was cancelled. The pd patient noted when they removed the cassette after the treatment they noticed fluid leaking from the cassette. During follow up the patient reported that they did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cycler replaced.